Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the reporter stated that the patient went to the hospital due to insulin levels dropping too low. The record did not clarify whether this referred to hypoglycemia or hyperglycemia, and no symptoms were documented. There was no specific message reported from the unspecified display device. The complaint notes that the patient uses insulet omnipod 5 (op5); however, it was not confirmed whether the pump was operating in modified closed-loop mode. Additionally, the estimated glucose value (egv) at the time of the incident was not provided. The reason for hospitalization and any treatment administered remain unclear. The reporter did not provide further details, as the call was disconnected. Subsequent attempts by technical support to contact the reporter and patient were unsuccessful. No additional information was documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.